Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular diagnostic angiogram the tip of the diagnostic pigtail catheter detached within the patient's left leg. The physician had acquired right retrograde femoral artery access and successfully navigated through the iliac bifurcation into the patient's left leg. After removing the .035 guide wire, the physician noticed that the catheter tip had detached. The physician then used a vascular snare device to successfully retrieve the tip from the patient's artery. Another catheter was used to successfully finish the procedure.